Manufacturer narrative:
The lot number of the device was inadvertently documented in the serial number field of the initial report. Incorrect lot number: the device lot number was incorrectly documented. The lot number has been updated from 10728 to 3138809. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the sagittal saw attachment device was worn out. It was further determined that the device was generally in bad condition, blocked and corroded. It was noted on the service order that the device heated up while in use with the electric pen drive device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.